Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remained in the patient. There was no reported product deficiency. The reported patient effects of cardiac arrest and death are known adverse events as listed in the product instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent stenting in the left internal carotid artery with the xact stent. On (B)(4) 2011, the patient expired from cardiac arrest. There was no additional information provided.